Event description:
Caller reported malfunction on pump, identified as malf 15, but there was no adverse impact on customer¿s blood glucose level. Pump malfunction did not cause glucose levels to exceed 500 mg/dl, and issue was resolved by resetting pump after it displayed a welcome screen upon recharging. Technical support assisted customer in resetting pump, and customer was instructed to monitor for any recurring issues and to contact support if malfunction code appears again. Customer was able to continue using pump without further complications.